Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and was possibly fractured. The lead is going to be explanted, but for now remains in use until the procedure is scheduled. No patient complications have been reported as a result of this event.